Event description:
A surgeon reported that the system shut down on it's own before a procedure. The system was rebooted and surgery was completed using the same system with no impact to the pt.

Manufacturer narrative:
The company rep examined the system and was unable to replicate the reported event. The company rep replaced the power supply assembly. The system met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).